Event description:
It was reported that during a drug eluting stenting procedure, withdrawal difficulties occurred. This is a case of restenosis of multiple unspecified stents, implanted in an unspecified artery that was a little angulated. The physician advanced the 2.75x32mm taxus liberte stent to the lesion and inflated the balloon. After deploying the stent, the balloon was deflated and became stuck inside the stent. After several minutes the physician was able to successfully remove the device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)